Manufacturer narrative:
Device not returned.

Event description:
It was reported that while the pump battery was charging, low power alerts/alarm occurred and pump shut off. There was no reported adverse impact to customer's blood glucose. Reportedly, battery was charged to full capacity and insulin therapy was resumed.